Event description:
Per the clinic, the patient experienced an infection at abutment site (date not reported). Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported). However, the issue did not resolve, resulting in abutment removal (date not reported).

Manufacturer narrative:
This report is submitted on (B)(6) 2022.